Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, increased right ventricular (rv) threshold measurements were observed and the lead was repositioned with success. Soon after the lead was repositioned, the patient's blood pressure (bp) was stable however eventually their bp decreased along with an increase in heart rate. The patient reportedly had cardiac tamponade. An echocardiogram post procedure showed a small pericardial effusion. Pericardiocentesis was performed which returned the patient's bp and heart rate to normal. It was reported that the patient later expired from unrelated issues due to withdrawal of care including dialysis at the families request. The patient was terminal before the implant procedure had been performed.